Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 1, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 325cc breast implant had an area of shell abrasion on the posterior view. Additionally, a tear was noted within the shell abrasion, measuring approximately 1.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 325cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. The patient underwent bilateral explantation and replacement with larger silicone gel implants with bilateral mastopexy on (B)(6) 2021.